Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm pump error 53 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had software error detected alarm and blank display. The blood glucose level was 215 mg/dl at the time of incident. Customer stated the contacts on the battery cap were damaged. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.